Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 35 mm watchman flx pro laa closure device was implanted on (B)(6) 2022, and the patient was discharged without incident. On (B)(6) 2025, the watchman coordinator informed of a non-mobile thrombus located in the left atrium on top of the closure device. The thrombus was discovered via computed tomography (CT) scan for an unrelated procedure. The patient was placed back on anticoagulation medication. It was further reported that transesophageal echocardiography (tee) was performed to confirm the thrombus.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 35mm watchman flx pro laa closure device was implanted on (B)(6) 2022, and the patient was discharged without incident. On (B)(6) 2025, the watchman coordinator informed of a non-mobile thrombus located in the left atrium on top of the closure device. The thrombus was discovered via computed tomography (CT) scan for an unrelated procedure. The patient was placed back on anticoagulation medication.